Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented blood glucose of 39 mg/dl and associated symptoms of clamminess and sweating; the user reportedly stopped announcing glucose data due to recurrent lows, and the event was categorized as hypoglycemia with cause unclear. Symptoms included clammy skin and sweating consistent with low glucose. Outcomes included the need for acute treatment with oral glucose. Investigation included troubleshooting and user education related to low glucose management. Investigation of this case revealed no confirmed device malfunction, and no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.